Manufacturer narrative:
Actual sample was received. 49 unused and 2 used samples available for evaluation. All the samples were leak tested at 43 psi according to test method t400sp finding no leakage issues. Return sample showed: photo showed reported defect: yes, no, n/a. Returned material showed reported defect: yes no, n/a. DHR/bhr review: material 394945 with lot number 7152547 was manufactured on jun-11-2017. By equipment ka56. No qn's or other extraordinary events have been related to the complaint. Manufacturing review: no issues detected from manufacturing process, maintenance or calibrated instruments. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode investigation comments: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported leakage issues; however samples have been leak tested showing no problem. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Process fmea rm5943 was reviewed and there are proper controls in place to detect product malfunctions. Always refer to IFU for product usage recommendations. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Product within specification? Yes, no. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Manufacturer narrative:
Investigation: when sample investigation is completed, a supplemental will be filed. DHR: no qn's or other extraordinary events have been related to the complaint. (B)(4).

Event description:
It was reported that while using a bd connecta¿, it experienced leaking. There was no report of injury or medical intervention.